Event description:
It was reported to vyaire medical that the vela ventilator had 'vent inop', 'motor fault', 'circuit disconnection', 'low pip' (peak inspiratory pressure) and low ve' (minute ventilation) alarms during set-up prior to patient use.

Manufacturer narrative:
Vyaire file identification: (B)(6). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.